Event description:
The user facility reported that the chemical within their verify steam integrating indicators did not completely enter the acceptance window following completed cycles resulting in procedure delays. The procedures were completed successfully. No report of injury.

Manufacturer narrative:
A box of the indicators of the same lot number subject of the reported event were returned to steris for evaluation. A random sample of strips were tested, and the reported issue was duplicated in a small number of indicators; however, a specific root cause could not be determined. The verify steam integrating indicator is used to verify that sterilization conditions were met during a cycle. The operator removes the indicator and confirms that the chemical has traveled into the acceptance window which indicates a passing result. Steris will continue to monitor for similar events. No additional issues have been reported.